Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. Device manufacture date: unknown. Investigation: since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. No root cause can be determined and the complaint can't be confirmed as no samples were received. No DHR could be performed as the lot# is unknown.

Event description:
It was reported with the use of the bd precisionglide¿ needle there was an issue with the needle breaking in half.